Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Five episodes with v-v intervals <(><<)> 220 milliseconds occurred on (B)(6) 2016. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Lead failure predictor triggered on (B)(6) 2016 for ventricular sensing integrity counter (sic) and non-sustained tachycardia (nst) episodes. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic. Three hundred seventy five ventricular sics occurred since the last session 3 days ago. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing with movement. A warning triggered. The pace/sense portion of the lead was capped and replaced, and the high voltage portion remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.